Event description:
Pt's mother notified home medical equipment co 9/12/94 of pt's death on 9/10/94. Baby experienced shallow breathing, paramedics called in; pt given CPR plus transported to hospital emergency room. Pt expired in hospital. Baby on o2 and infant apnea monitor. Dx-bpd + prematurity. Mother stated monitor did not go off.